Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited inappropriate auto mode switching due to far field rf-wave oversensing signals. Reprogramming was recommended. A follow-up was scheduled. There were no adverse consequences to the patient.